Manufacturer narrative:
This MDR was filed to document the case involving the tactra device and it is related to a previous manufacturer report sent under 2124215-2022-21340, which was sent to record the event related to the inflatable penile prosthesis (ipp) device.

Event description:
It was reported that the patient was experiencing discomfort and requested that this inflatable penile prosthesis (ipp) be removed. During the procedure the surgeon decided to save the corporal space by placing tactra rods as he believed that the ipp was the cause of the reported discomfort. When the patient woke, he was still experiencing discomfort and insisted that the tactra rods be removed. The explant surgery for the tactra rods was performed one day post-procedure. No additional patient complications were reported.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. This MDR was filed to document the case involving the tactra device and it is related to a previous manufacturer report sent under 2124215-2022-21340, which was sent to record the event related to the inflatable penile prosthesis (ipp) device.

Event description:
It was reported that the patient was experiencing discomfort and requested that this inflatable penile prosthesis (ipp) be removed. During the procedure the surgeon decided to save the corporal space by placing tactra rods as he believed that the ipp was the cause of the reported discomfort. When the patient woke, he was still experiencing discomfort and insisted that the tactra rods be removed. The explant surgery for the tactra rods was performed one day post-procedure. No additional patient complications were reported.